Manufacturer narrative:
It was reported the device indicates a speaker technical error. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips bench repair technician (brt) evaluated the device and was unable to duplicate the speaker inop, as the device speaker produced sound as expected. As a pro-active measure, the brt replaced the speaker. The device remains at the customer site.

Event description:
It was reported the device indicates a speaker technical error. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. A philips bench repair technician (brt) evaluated the device and was unable to duplicate the speaker inop, as the device speaker produced sound as expected. As a pro-active measure, the brt replaced the speaker. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the device indicates a speaker technical error. The device was not in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.